Event description:
It was reported that the patient experienced unspecified issues with a previous artificial urinary sphincter (aus). The device was previously removed and a new aus consisting of a 3.5 cm cuff, a pump and a 61-70 cm was implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. The patient presented recurring incontinence due to the device stopped working, the specific issue was not provided. According to the physician, the device was 12 years old.